Manufacturer narrative:
Tavr, valve-in-valve procedure performed.

Event description:
The manufacturer was informed about an event of perceval degeneration after 3 years (oversize according to the surgeon). A tavr valve-in-valve was performed to treat the patient. No further information is presently available.

Event description:
The manufacturer was informed about an event of perceval degeneration after 3 years (oversize according to the surgeon). A tavr valve-in-valve was performed to treat the patient. Based on the medical judgment received, the surgeon consider that the perceval valve was not involved in this event because the root cause was attributed to device oversizing. Thus, no further information will be provided at this time.

Manufacturer narrative:
The manufacturer attempted to retrieve additional information on the event and device involved. However, no further information was provided. Since the device serial number is unknown, and given that the device remains implanted, no further investigation is possible at this time. Based on the information available and medical judgment received, the root cause of the reported structural valve degeneration can be reasonably attributed to a device oversizing (use error). As reported in the scientific literature, structural valve deterioration is the major cause of failure of bioprosthetic heart valves. It should be noted that structural valve deterioration is listed as a possible adverse event in the perceval IFU. The event is, therefore, a known inherent risk of the device.